Manufacturer narrative:
Per the clinic, it is now reported that no antibiotics were administered. The 'date of this report' submitted in the initial report was incorrect. The correct 'date of this report' is "(B)(6) 2021". This report is submitted on august 17, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the surgeon, the patient experienced pain when using the device resulting in a hospitalisation. The pain was treated with oral antibiotics. An integrity test was performed under a general anaesthetic.